Event description:
A user facility reported that during intraocular lens implant surgery, the capsule ruptured, causing the lens to be unstable. The lens was removed and replaced. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information was requested 02/15/2008, 02/18/2008 and 03/03/2008 by mail, fax and phone. A completed questionnaire has not been returned.this report was mailed to FDA on: 03/14/2008.